Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right femoral artery after carotid stent implantation. Reportedly, that postoperative evening, the patient experienced right groin tenderness and cramping in his right foot, recalcitrant to valium and percocet. The patient was discharged home on (B)(6) 2010. At the time of discharge patient was taking aspirin and plavix. There was no additional information provided.